Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with a (left) 550cc mentor memorygel breast implant and a (right) 500cc mentor memorygel breast implant, suffered bilateral rippling, post-operatively. The patient indicated that the rippling was discovered as soon as the doctor placed the implants and has gotten worse and not only on outer breast but on the cleavage as well. The patient also stated that the breasts were uneven due to too much tissue being scraped away from the pocket and that the breasts looked lumpy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.